Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she got up on the morning of (B)(6) and started leaking. The patient noted therapy was on and the situation was not resolved. The patient was on program 1 at 1.8 v. The patient increased stimulation to 2.0 v on program 1 and she felt stimulation in the correct area. Additional information from the patient reported she had a return of symptoms. The patient noted she was implanted for both bladder and bowel control. The patient noted she had both bladder and bowel symptoms where she had been ¿having a little dribbling and leakage¿. The patient noted she did not feel stimulation. The patient noted she had not felt stimulation on the morning of the call and had felt very little stimulation on the day previous to the call. It was noted that therapy was not on. The patient felt stimulation strong, but comfortable in the bike seat area once the implantable neurostimulator (ins) was turned back on. The patient reported bladder and bowel symptoms. The patient stated the symptoms were gradual in onset. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information received as patient reported having continual bladder infections, uncontrolled urinating and never knew when they had to urinate led to therapy being off and a return of symptoms. Symptoms and therapy being off had been resolved somewhat. They did better during trial.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that what led to the loss of stimulation, leaking, and replace patient programmer batteries error message was needing new batteries. The patient purchased new batteries and the batteries were changed. It was noted the loss of stimulation, low patient programmer batteries, and leaking had been resolved. No further complications were reported/anticipated.

Event description:
Additional information from the patient reported that they weren't sure how to work their device and this was the circumstance that led to therapy being off and a return of symptoms. The patient reported that these issues have been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient replaced the batteries and programmer turns on. The patient reported that their stimulation was on at 2.4v. The patient reported seeing a low ins battery on the screen. The patient was advised to speak to a healthcare provider so a contact was provided as the patient was currently traveling.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from the patient. Patient gave their weight at the time of the event. The steps taken to resolve the low implantable neurostimulator (ins) battery on the screen was the patient changed to better grade batteries. The error message was resolved after changing to better batteries. Patient reports the cause of the error message was the batteries weren't changed and the device wasn't working properly. Patient reports they have uncontrollable urination now without any accidents. The cause of the utis were frequent urination lost control. The utis are related to the patient's urinary dysfunction and are related to the device. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who was experiencing a change in therapy and a loss of stimulation. The patient date of the patient's return of symptoms is not known, however it was noted that the worst day of leakage and symptom return was on (B)(6) 2017. It was also reported that the patient tried to "set her meter," but was unable to do so. During troubleshooting with the caller the "replace [patient programmer] batteries" screen was encountered. At the time the caller did not have aaa batteries to put in the patient programmer (pp). The caller reported that the patient has not felt stimulation in approximately one month. Patient status is unknown at the time of this report and it was unclear during the call if the ins was on or off and the ins could not be checked due to depletion of the pp batteries.

Manufacturer narrative:
A reassessment of the event determined that patient code no longer pertains to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.